Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available. An accuracy testing protocol was executed using lot 88437un14 and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect stat troponin-I reagent list number 02k41, lot number 88437un14, was not identified.

Event description:
The customer generated a falsely elevated architect stat troponin-I result for one patient. The customer provided the following data (the customer cut-off provided is <0.04): (B)(6) 2014 (sid (B)(6)): initial result 2.318 ng/ml. The specimen was repeated 3 additional times, each time generating a result of <0.04. There was no adverse impact to patient management reported.